Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6)2015, upon removal of sensor pod from the patient's body, the sensor wire was in the skin. Patient's mother stated that the transmitter was removed prior to removing the sensor pod. The sensor was inserted at the arm on (B)(6) 2015. No additional event or patient information is available. The dexcom g4 platinum continuous glucose monitoring system users guide states under information for the end of a sensor session: do not remove the transmitter from the sensor pod while the pod is attached to your skin. However, the reported event cannot be confirmed and the root cause cannot be determined. Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.